Manufacturer narrative:
Batch review performed on 14 april 2016. Lot 140995: (B)(4) items manufactured and released on 16 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability of the knee. A fall was not reported so the cause of instability is unknown. The surgeon increased the size of the insert from a 10mm to a 14mm poly. The surgery was completed successfully. X-rays and explants are unavailable.

Manufacturer narrative:
On 16 june 2016 it was prepared a final report with the information already submitted in the initial report. On 21 june 2016 the report was sent to the initial reporter and the case was closed.